Manufacturer narrative:
H10: verified customer's complaint with visual inspection. Ac power cord connector prongs are black and melted from electrical arching. Cannot determine a cause for the arching. Device electrical systems function properly. Replaced the ac power cord assembly. Device passed self-test. Inspected main power supply. Main power supply looks good. Probable cause can be related to user error or issues with the outlet at the facility. Upon further investigation, there were no other found evidence of charred, burnt or melted parts or assemblies inside or outside the device other than the prongs of the ac power cord.

Manufacturer narrative:
H10: the device was received and evaluated. The event log/alarm history was reviewed with no similar alarms nor events recorded in the alarm log history. A review of 12 month service history found no similar events. Confirmed customer's complaint that the ac power cord connector is black from being burnt. Device passed self test. Verified customer's complaint with visual inspection. Ac power cord connector is black and melted from arcing. Replaced the ac power cord assembly. Inspected main power supply. Main power supply looks good. Probable cause burnt component or part.

Manufacturer narrative:
The device was received. The investigation is pending.

Event description:
The device involved is a plum 360 pump that a hospital reported of the ¿outlet wires exposed to metal outlet cover. Housekeeper went to pull out plug and prongs of plug were 1/2 lengthwise black. Housekeeper shocked, complains of tingling of hands and ringing of ears. Housekeeper went to ER to be evaluated¿. There was no patient involvement; however, there was harm to the housekeeper. No additional information was provided.